Manufacturer narrative:
D11: 320-38-00 - 145-deg pe 38mm hum liner +0: (B)(6). 300-01-13 - equinoxe, humeral stem primary, press fit 13mm: (B)(6). 320-01-38 - equinoxe reverse 38mm glenosphere: (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-20-00 - eq reverse torque defining screw kit: (B)(6). 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm: (B)(6). 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm: (B)(6). 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm: (B)(6). 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm: (B)(6). 321-20-00 - equinoxe reverse shoulder drill kit: (B)(6). 320-15-01 - eq rev glenoid plate: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial left tsa (total shoulder arthroplasty) on the right side. Subsequently, the patient experienced pain. The surgeon attributed the pain to inferior glenoid notching. He elected to expand the glenosphere in an attempt to lateralize the construct and alleviate the contact causing the notching. Patient was last known to be in stable condition following the event. No further information available.